Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. Blood glucose reading was 2.6 mmol/l. Customer believe that the algorithm is not delivering insulin as it should. Customer explain that she did change the carbohydrate ratio on her own around 3 weeks ago. Customer was using auto mode feature of the insulin pump. The insulin pump will not be returned for analysis.